Manufacturer narrative:
Initial reporter fax #: (B)(6). Initial reporter addr 1: (B)(6). Investigation summary: the patient's radiographic photo was received, but no photos / samples of the needle or hub were received. Batch history analysis was performed, quality notifications and maintenance records were checked and potential records related to the incident were not found. The batch retention samples were analyzed and visual inspection of the resin and cannula traction test were performed and no defects were found. Through the analysis of the batch history, it was evidenced that all the tests of traction of the assembled needles batches used in the packed batch were carried out according to the established frequency and all the results were approved. No photos / samples of the needle and hub were received for analysis. According to the client's report, the needle was used to perform carboxytherapy and according to the marketing team the needle is not recommended for this use. The reported incident will be monitored for trend assessment.

Event description:
It was reported that the bd precisionglide¿ needle experienced a needle that was loose/pulled out of hub. The patient went to the hospital to have the needle removed. Additional information regarding the medical intervention has not been provided. The following information was provided by the initial reporter: health facility employee reported that they were applying carboxi therapy in a patient, and when removed the needle from patient's leg, the needle has broken and got stuck inside the leg, only the yellow hub has come out and customer believes it regards a defect with the needle because it has been entirely loose. Reported that they are taking the patient to a hospital for a procedure of removing the needle.

Manufacturer narrative:
Investigation summary: the analysis of the needle photo sent by the client was performed. According to the client's report, the needle was used to perform carboxytherapy, the needle is not recommended for this use. The batch retention samples were analyzed and visual inspection of the resin and cannula traction test were performed and no defects were found. Through the analysis of the batch history, it was evidenced that all the tests of traction of the assembled needles batches used in the packed batch were carried out according to the established frequency and all the results were approved. Additionally, all in-process inspections passed. A batch history analysis was performed, quality notifications and maintenance records were checked and potential records related to the incident were not found.

Event description:
It was reported that the bd precisionglide¿ needle experienced a needle that was loose/pulled out of hub. The patient went to the hospital to have the needle removed. Additional information regarding the medical intervention has not been provided. The following information was provided by the initial reporter: health facility employee reported that they were applying carboxi therapy in a patient, and when removed the needle from patient's leg, the needle has broken and got stuck inside the leg, only the yellow hub has come out and customer believes it regards a defect with the needle because it has been entirely loose. Reported that they are taking the patient to a hospital for a procedure of removing the needle.